Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Sepsis is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital due to sepsis. During the night of (B)(6) 2016, the vad coordinator noticed a sudden drop of flow and power. Patient experienced shortness of breath, dizziness, and anxiety. The site suspected inflow thrombus. A pump exchange was subsequently performed with return of power and flow to normal operating range. The explanted pump did not show signs of inflow thrombus. Preliminary log file analysis performed on (B)(6) 2016 revealed 1 low flow alarm logged on (B)(6) 2016 and power consumption below normal operating range. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was provided indicating that the site did not use a heartware outflow graft, therefore, the lot number could not be provided. The hvad pump ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed one low flow alarm logged on (B)(6) 2016 at 23:44:28. A sudden sharp decrease in pump parameters was observed on (B)(6) 2016 to parameters below the normal operating range. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed mild scoring marks on the upper and lower housing ceramic surface as well as the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the outflow graft. However, it was reported that the site "was not using our outflow graft". There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the low flow event can be attributed to external factors such as thrombus formation. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined, there are patient, pharmacological, and clinical factors, including comorbidities that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information provided indicated that the patient was admitted to the hospital with sepsis on (B)(6) 2016. Cultures of the driveline exit site from (B)(6) 2016 showed staphylococcus. Blood cultures drawn in (B)(6) 2016 were positive for staphylococcus. C-reactive protein (crp) level was slightly increased and the patient's international normalized ratio (inr) was in range at the time of admission. Follow-up inr was 4. The last report received stated that the patient was still in the hospital with worsening health status. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.